Event description:
It was reported that the patient presented in the operating room for an implant. It was noted that the implantable cardiac monitor exhibited premature battery depletion. Device replacement was discussed. The patient was stable.

Event description:
New information available on (B)(6) 2018 states that there was no intervention performed. The patient was stable.

Manufacturer narrative:
Patient identifier: (B)(6).

Manufacturer narrative:
Correction: date received by MFR for follow-up 3 should have been apr 16, 2018.